Event description:
Procedure: gastric bypass. According to the reporter: the thread broke inside the abdominal wall causing the bottom of the bag to break too. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No device component disengaged into the patient.

Manufacturer narrative:
(B)(4).